Manufacturer narrative:
H6 conclusion code updated to 67. Device code (B)(4) no longer apply to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer indicated the pump had been alarming for the last 11 months. In the last week, the pump had started doing "crazy things" meaning the alarm occurred every 15 seconds and "went off for 5 minutes straight." The patient was calling because they could no longer work with the previous managing hcp to silence the alarm due to insurance reasons. The patient had seen 3 other doctors, who refused to manage them. The pump alarm was now driving the patient crazy. It was noted the sounds were not consistent with the pump alarms. Patient services would reach out to the local field staff to see if they could recommend a doctor to address the alarm. The patient was currently in unbelievable pain and was not on any medication. The patient was currently displaced due to a hurricane. The patient believed the pump to still have 8-10ml of drug left inside. Patient medical history included 4 hip replacements, current hip dislocation, two titanium screws broke, the acetabula rotated in their hip. The patient needed another hip replacement, but their doctor would not operate until the patient had a stable residence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the physician¿s that they were directed to see will not see the patient. The patient¿s pump was still alarming. The reporter stated that for 4 months the pump was alarming more closely than once every 10 minutes as well. The patient wanted to have the pump alarm silenced. Per the reporter, the patient had pain due to his hip issue and could not travel to the healthcare provider¿s office because of this as it was so far. The patient would be in touch with the pcp tomorrow to pursue having the company representative come to the clinic to assist with turning off the pump. The patient also wanted the pump emptied of drug. No further complications were reported.

Manufacturer narrative:
After further review (B)(4) was removed as it does not apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. The patient stated that the reason why the pump was alarming was because the battery life died after 7 years of having the pump implanted. The patient stated they have an appointment with their primary care physician, and will hopefully have a manufacturer's representative at that appointment to turn the pump off. The patient stated the pump was still constantly alarming. The patient stated it does 5 beeps then 10 beeps and then is silent for 30 to 60 seconds and then starts that pattern all over. The patient stated there was a time when the pump alarmed for 14 days and never stopped. The patient stated the event was currently not resolved, but will hopefully be after he meets with his primary care physician. No further information was provided. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving fentanyl, bupivacaine, and morphine all at unknown doses and concentrations via an implantable infusion pump for non-malignant pain and other non-malignant pain. It was reported that the patient went to the emergency room and reported that the pump was alarming with the critical alarm every 10 minutes. The consumer reported that "the pump had gone out on the patient." The consumer clarified saying the alarm goes off every 10 minutes. It was reported that on the night on (B)(6) 2017 it was beeping every hour but the next day it was beeping every 10 minutes. The consumer reported that the pump went off "at random times," (the previous night). The consumer reported the healthcare provider was aware of the situation. The healthcare provider told the consumer that the pump is "due to expire." It was reported the patient was admitted to the hospital for the critical alarm. It was reported the patient was showing signs of withdrawal. The patient's previous physician shut their practice down and the patient needs a new physician to manage the pump. The consumer mentioned that the "dosage for the pump was cut in half," during the call with patient services. The dose and concentration for what was in the pump was unknown. The consumer mention the morphine was "pure," and at "97%." The patient's spouse reported that the battery of the pump had died and it was alarming every 10 minutes. It was noted that the pump was near the elective replacement interval. No further complications were anticipated/reported.